Manufacturer narrative:
The rigid stylet was returned to verathon for evaluation. The technical service representative confirmed the reported damage to the stylet and noted the handle detached from the stylet shaft. The customer indicated, during a follow up call, that the lot number of the stylet was not known, and that the last purchase date was in 2016. The customer also stated the facility sterilized the stylet for 10 minutes at 275 degrees fahrenheit (135 degrees celsius) in a prevac steam sterilizer autoclave, which is an approved sterilization method according to the instructions for use (IFU). The customer was unaware of how many sterilization cycles this stylet has received. The exact cause could not be determined, however, it is likely based on the last purchase date and estimated stylet usage that the stylet exceeded the approved number of sterilization cycles as indicated in the IFU.

Event description:
The customer reported that the gliderite rigid stylet broke in the endotracheal tube during a patient procedure. The procedure was completed with a backup stylet; however, the time required to prepare the second stylet was not reported. No harm to patient or user reported.